Event description:
It was reported that pn 32x4 italy vig stopped delivering insulin and was not working. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the patient reports that he found it difficult to screw the needles onto the pen, noticing a free turn before taking hold of the pen. After that, the pen delivered 1-2 units of insulin and then stopped. By changing the needle, the injection was done regularly.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/9/2020. H.6. Investigation: one open 32g x 4mm pen needle sample was returned from lot. No. 9197298, cat. No. 320140 along with three open 32g x 4mm pen needle samples from lot. No. 9253727, cat. No.320140. Visual examination was carried out on the returned open sample from lot. No. 9197298 and a bent non patient end of cannula was observed. Visual examination was also carried out on the three opened samples from lot. No. 9243727 and a bent non patient end of cannula was observed on all three samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9253727, medical device expiration date: 2024-09-30, device manufacture date: 2019-09-10, medical device lot #: 9197298, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-16. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32x4 italy vig stopped delivering insulin and was not working. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the patient reports that he found it difficult to screw the needles onto the pen, noticing a free turn before taking hold of the pen. After that, the pen delivered 1-2 units of insulin and then stopped. By changing the needle, the injection was done regularly.